Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dba system. While performing a procedure on a stroke patient, a dmg error was received. The table was not functioning and the stop button was initiated. A restart of the system was attempted. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
During the investigation it was determined that a user error caused the dmg error. After replacement of the tcm cable, the system was within specification and the failure did not reoccur. No further action is required as a user error was determined as the root cause.